Manufacturer narrative:
This supplemental is done to add device was explanted. Code 3191 is for surgery.

Event description:
This supplemental report is to add additional information that the device was explanted.

Manufacturer narrative:
This supplemental is done to add device was explanted and returned. Code 3191 is for surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding device explant and return.

Event description:
It was reported that the battery remaining in this device has decreased from 69% in approximately 10 months ago down to elective replacement time (eri) in august. The device is beeping. Technical services suspects abnormal depletion and recommended the device be returned post explant. There were no adverse patient effects.